Manufacturer narrative:
This follow-up report has been filed to relay additional information that was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Root cause of the event is implant fatigue; however, a conclusive determination cannot be made. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight."

Event description:
It was reported that patient underwent a hip surgery on (B)(6), 2011. Revision procedure was performed on an unknown date due to stem fracture. No further information has been received.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a hip surgery on (B)(6) 2011. Revision procedure was performed on (B)(6) 2015 due to stem fracture.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4)